Event description:
It was reported that there was a malfunction with the pump, signified by the malfunction code "malf 16." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem's technical support agreed to replace the pump. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Additionally, the customer was instructed on how to put the pump into storage mode and to return the faulty pump using the pre-paid label provided within ten days.